Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor had smell of burning. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 2490c13, serial/lot#: (B)(4). The remote monitor was returned and the analysis revealed pcba (printed circuit board assembly) complaint failure. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.